Event description:
It was reported that the foot switch on the 9800 system was broken along with a wig-wag problem. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the foot switch and adjusted the wig-wag brake. The system was tested and found to be working as intended and placed back into service.